Manufacturer narrative:
(B)(4) customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Atypical activity for the likely cause lot 18067m500 was seen. Accuracy testing was completed to evaluate the assay performance of lot 18067m500. The testing met the acceptance criteria. The architect ca19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer indicated that an architect ca19-9 result of around 30 u/mlwas generated on a patient that had previously been around 2 u/ml. No specific data was provided. There was no report of impact to patient management.